Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction alarm #7: blood leak (centrifuge chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f273 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f273 for the reported issue shows no trends. Trends were reviewed for complaint category, alarm #7: blood leak (centrifuge chamber). No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. The source of the leak could not be identified based on the available information. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a blood leak during the treatment procedure. The customer stated at approximately 71 ml whole blood processed an alarm #7: blood leak (centrifuge chamber) was received. The customer opened the centrifuge chamber door to inspect for leaks and noticed a few drops of blood on the centrifuge chamber wall and at the bottom of the chamber. The customer stated both the centrifuge bowl and drive tube components of the kit were still intact and did not appear to be damaged. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and a new treatment was started afterwards. The customer will not be returning product for investigation.